Event description:
It was reported that the pt had a MRI performed "almost a year ago," and one week later presented to the pt's physician complaining of feeling "floppy." When the pt's pump was interrogated, it was noted that the settings were "completely different." The pump was reset and the pt did "fine." No further details or pt symptoms were provided at the time of this report. A follow-up report will be filed if additional information becomes available.

Event description:
Caller reported aviva blood glucose results of 590 mg/dl at 12:24, 126 mg/dl at 12:26. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.